Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneous sodium (na) and chloride (cl) results for 33 pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The ion selective electrode (ise) system is routinely calibrated every 24 hours and quality control (qc) sample are run twice a day. Prior to the event, the qc results were within the lab's established ranges. The customer reported that a physician called the lab questioning low na and cl results. Samples were repeated on the lab's synchron lx20 clinical system and were found to be different. Amended results were issued. This is report 30 of 33 medwatch reports filed for this event for pt 30 of 33 pts. A single medwatch report was filed in (B)(4) 2010.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and cleaned the electrolyte injection cup (eic) and the flow cell. The fse also replaced tubing and the na measuring electrode. A clear root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.